Event description:
The consumer reported the heating pad caused burns to her back. The consumer did seek medical attention for her injury. Burns of this nature are caused by laying or leaning against the heating pad which is contrary to proper use instruction.